Manufacturer narrative:
(B)(4).

Event description:
A patient in (B)(6) was undergoing a continuous renal replacement therapy which included a prismaflex m100 set. Five hours into treatment, the prismaflex monitor triggered an alarm and the nurse noticed that the effluent pump segment was disconnected from the set and effluent fluid was leaking. Treatment was interrupted and the extracorporeal blood circuit was returned to the patient.